Event description:
A customer reported that a network switch failed. The network switch configuration was such that multiple switches were affected, thereby causing a loss of monitoring at the cic (central stations) on the network. No adverse outcomes were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.